Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Blood glucose level at the time of the incident was 15 mmol/l which was treated with hospital admission. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was on at the time of the incident. No harm requiring medical intervention was reported. Troubleshooting was completed for the insulin flow blocked alarm. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case and pillowing keypad overlay. (B)(4).